Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the doctor wanted gas /air to be injected into the system but instead received fluid. Additional information has been requested.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss led the customer through a step-by-step process to setup prime, and enable fluid/air exchange (fax). The system then performed fax with no further issues. The customer did not request service. The system was manufactured on june 2, 2017. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).